Manufacturer narrative:
Date of report: (B)(6). Date of report: 27aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was to replace the flow sensor module. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
It was reported that the ventilator failed the air delivery flow accuracy test. There was no patient involvement.